Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer state they had heart attack. The customer states the pump shut off and would not power back on. The customer's blood glucose level was 700 mg/dl. The customer states the levels rose because the pump was off. The customer states the pump had been left at the hospital. The customer was treated. The customer was advised to call back when pump was in hand in order to troubleshoot.